Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed a lot number that does not correspond to the item received. Therefore, the lot number was not considered.

Event description:
(B)(4) - the dentist reported that 6 years after dental implant was installed in intraoral region 30#, its loss of osseointegration was observed. In addition, 50 ncm of primary stability was achieved and the patient presented bone type I.